Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device power was too low, the bearing was blocked. It was further determined that the device failed pretest for lubricate, check starting behavior, check the power with test bench: min. 110 to 160 w, check for excessive noise and check for untrue running. It was noted in the service order that the device was blocked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. It was documented in the initial medwatch that the date of manufacture was unknown. The date is june 22, 2006. UDI has been updated accordingly. If additional information should become available, a supplemental medwatch report will be sent accordingly.